Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information has been provided for inclusion in this case. Therefore, a thorough medical investigation cannot be rendered, nor can the root cause for the reported revision be determined. Based on the information provided, during the case set-up, the surgery notified s&n of his plan to resurface patella and change poly insert in a patient with a right gen 2 primary knee replacement in situ. Since the patient¿s outcome is unknown, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.¿

Event description:
It was reported that, after a tka, a revision surgery was performed on (B)(6) 2021 because the surgeon notified s+n of patient morning of case that wanted to resurface patella and change poly insert in a patient with a right gen2 primary knee replacement in situ. The current health status of patient is unknown. No further information is available.